Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6) 2023. It was reported on (B)(6) 2024 that the routine follow-up computed tomography (CT) scan identified a possible endoleak of indeterminate origin. The angiogram performed on (B)(6) 2024 was unable to positively identify any endoleaks; however, the aneurysm sac was growing. The physician elected to reline the initially implanted grafts with an afx2 bifurcated stent graft and an afx vela suprarenal. Post-secondary procedure, the patient was reported as doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the indeterminate endoleak was determined to be a type ii endoleak of the inferior mesenteric artery along with a type iiib endoleak of the main body. The aneurysm enlargement of 18mm and additional endovascular procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation of the type ii endoleak is anatomy related. Device, user, procedure or anatomy related harms could not be identified for the type iiib endoleak. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date -updated. H6: medical device problem codes ¿ remove 4065. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.